Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as a physician was in the process of removing the right ventricular (rv) lead. The physician opted to explant this lead. This lead was successfully replaced with a new lead. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. However, a cut was identified near the terminal pin of the lead and blood or body fluid was noted in the lumen due to the cut. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.